Event description:
It was reported that during a da vinci-assisted radical cystectomy with illeal conduit surgical procedure, the customer observed the patient side cart (psc) battery status indicator showing red and the battery was not charging. The customer received phone assistance from the technical service engineer (tse). The tse reviewed the system logs and found error code 816, which indicated a psc battery backup fault with the battery state of charge at 0%, consistent with a low-capacity/discharged battery condition. Tse determined the battery was unable to charge based on the reported condition and system log. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed reset by unplugging and re-plugging the cable between the system power manager (spm) and battery and confirmed that the battery could now be charged normally. The system was verified and ready to use.